Manufacturer narrative:
Correction: the date received by manufacturer was reported as 06/22/2017. The actual date received by manufacturer was 06/21/2017.

Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6272827. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a patient care giver suffered a needle stick injury before use from a 120 ml bd vacutainer plastic urine collection cup. There was no report of medical intervention.